Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) bottom display would intermittently go white, without alarming. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the video communication flex cable due to the erratic liquid crystal display (lcd). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.